Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer continued to use the pump for insulin therapy.